Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high impedance and oversensing. There was a suspected connection issue with the rv lead and implantable cardioverter defibrillator (ICD). A successful reconnection was completed and the lead and device remain in use. No patient complications have been reported as a result of this event.